Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (resetting) was confirmed. Upon evaluation, there was insect contamination throughout the unit. In addition, there was a failure at bga components u104 (pxa) and u1003 (pld) on the pca board. The cause of the resets is the contamination and bga failure. The root cause of the contamination is physical abuse. The root cause of the bga failure cannot be positively identified. The root cause of the inability to charge properly cannot be distinguished between the contamination and bga failure. No adverse event resulted from the defective battery charger.

Event description:
A us distributor returned a battery charging indicating that the charger was resetting.